Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, around 230pm, the patient was sitting at a bar when he began profusely sweating ¿like he had fallen in a water tank¿. He also felt weak. The patient stated that his dexcom mobile app did not provide him with an audio alert or vibration to notify him of his hypoglycemic state. When checking his cgm, it was reading 49 mg/dl. No bg meter comparison value was taken. The patient was given an orange juice at the bar as treatment. The patient reported going to the bathroom to wipe the sweat off him four times. Once of those times, the patient felt ¿like he was going to drop¿. So, he slid down to the ground. He could not get up or move. Once someone came into the bathroom, emergency medical services was called, and the patient was transported to the emergency room. The patient was treated with an unspecified medication. A bg meter reading was also tested, but the patient could not recall the specific value. Around 315pm, the patient got to the ER. The patient could not recall any further details including any cgm or bg meter values, or any medication or treatment details. The patient was discharged home the following day around 230pm (24 hours). The patient was ¿doing fine¿ at the time of report. Performance data was reviewed. The allegation was undetermined via data. However, it was found that egvs not updating issue occurred within the investigation window. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.